Manufacturer narrative:
Cont'd medical devices: (2)8100;8015;(2)pri tubing;20129e;central line; therapy date (B)(6) 2018. The customer's complaint of a cracked and leaking filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that nvn (tpn ) was infusing on a nicu patient at a rate of 4ml/hr (vtbi 98ml) and lipids 20% was infusing at 1.1 ml/hr (vtbi 22ml). The nurse reported that the lipid infusion was turned off from 1800- 2232 (lipids only infuse for 20 hours per their hospital protocol). At 2100 the nurse noticed a sticky fluid leaking and a crack at the nvn filter. New bags of both nvn and lipids were due to be hung soon after, so the nurse decided to do a complete new tubing set-up, even though the sets were in use for less than 96 hrs. At 2232 the entire tubing set up was changed and new bags of nvn(tpn) and lipids were hung. The pumps were then restarted however both alarmed for occlusion a few times. At that time the nurse attempted to flush the PICC line but was unable to flush. The nurse practitioner discontinued the PICC line and restarted a peripheral IV and the patient was placed on clear fluids for the night.